Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while transecting the branches of the saphenous vein, a branch was cut by the hemopro 2 device did not seal. This caused bleeding and a delay in the completion of the vein harvest. The patient did not require transfusion. The procedure was delayed approximately 5 to 10 minutes while the pa irrigated the blood from the patient's leg and cleaned the device prior to completing the vein harvest. The device was working properly afterward and was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).